Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with a 630cc mentor smooth round high profile saline breast implant on the right, and an unknown mentor saline breast implant on the left, has experienced postoperative right-sided deflation and bilateral nipple ptosis, confirmed by a physician. As a result, the patient underwent bilateral explantation and replacement with 475cc smooth mentor saline breast implants on (B)(6) 2019. This medwatch report is for the left-sided implant.